Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. The patient underwent mesh implantation due to urinary and fecal incontinence, urgency, bladder pain, pelvic pain, dyspareunia, burning urination, and bladder pressure. It is reported that post implantation, patient experienced sharp abdominal and pelvic pain, urinary frequency, intercourse with pain, burning urination, anxiety and depression. It was also reported that on (B)(6) 2011 patient underwent cystoscopy, bladder hydrodistension, bladder biopsy, trigone fulguration and urethral dilation due to interstitial cystis. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).